Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the standalone board, varisator and solid state relay were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while testing the imaging system, the stand alone board on the system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The standalone x relay board was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Failed bench test, outputs have no voltage present, no leds or fans on with ac power applied. Measured 380 vdc into the board. The relay failed bench test, found short between output 1 and 2. The two fuses returned, failed due to an open. The varistor not returned. The hardware investigation found that reported event was related to an electrical hardware failure due to a defective pcba.